Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, a 70 y/o male visited the surgeon. Reason not reported. Right knee. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time. Corrected data: section b1: adverse event. Section b2: required intervention to prevent permanent impairment/damage (devices). Section h1: type of reportable event. Section h6: health effect - impact code, medical device problem code.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post rtka, (B)(6) y/o female patient visited the surgeon for a potential revision for a reason not reported